Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error occurred due to a failure of the power supply unit. The cause of the power supply failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center made noise and blacked out. The event occurred during diagnostic procedure and the operation was cancelled. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.